Manufacturer narrative:
Follow-up #1: date of submission 9/8/16 device evaluation: the device has been returned and evaluated by product analysis on 08/12/2016 with the following findings: black box shows unexplained "por" events following the clearing of a cs 052 error on (B)(6) 2016.. No battery cap or cartridge cap returned. All testing performed with test caps. Test battery cap is able to fully tighten. Battery compartment intact. "Audio bolus" button cover is torn. Bolus button is responsive. Evidence of moisture behind display lens. Pump powers with a test battery cap to a multicolored distorted display image. During investigation a eaw 128-fe88 alarm was received during each "rewind" attempt. . Leak test shows leaks at display lens. Removed pump case. Evidence of moisture contamination observed throughout inside of pump including display flex cable and connector and motor circuit components.. Checklist steps 7 (clear display), 13 (load/step) and 22 (24 hr. Basal program) fail due to internal moisture damage. Eaw 128-fe88 alarm on "rewind" due to internal moisture damage.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress behind display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.